Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the sales rep that during a rotator cuff repair procedure it was found that the tip of their express iii auto capture + suture passer is bent. The procedure was complete with a different expressew gun with no patient harm or surgical delay to the case. The device will be returning for evaluation.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information provided, it was reported that during a rotator cuff repair procedure it was found that the tip of their expreess iii auto capture + suture passer is bent. The complaint device was received and inspected. Visual observation confirmed that the jaw was slightly bent. An expressew iii needle was loaded onto the device and the needle could be deployed with great difficulty and the needle could not be returned to its initial position. It was determined that the possible cause related with the failure, was consistent with the device hitting bone during a procedure or being mishandled/ dropped (or indicates blunt force impact). Furthermore, it was determined that the angle of the deformed lower jaw was also a contributing factor for difficulty in deploying the needle. Apart from these considerations, a root cause cannot be discerned at the time of this investigation. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. At this point, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.